Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient's contact reported that the cycler displayed the message make sure heater bag is on heater tray. The contact was unable to move past the message. When the cassette door was opened, it was noted that there was fluid leaking inside of the door.

Manufacturer narrative:
The simulated treatment was performed and completed without any failures or problems. The programmed displayed fill values were within tolerance. There were visual indications of dried fluid within the cassette compartment. No burrs or sharps in cassette area that may have punctured a cassette membrane. The cause of the observed dried fluid could not be determined.

Event description:
A peritoneal dialysis patient's contact reported that the cycler displayed the message make sure heater bag is on heater tray. The contact was unable to move past the message. When the cassette door was opened, it was noted that there was fluid leaking inside of the door.